Event description:
It was reported that the compressor did not turn on. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
This report is a duplicate of mfg report number: 8010042-2019-00737.